Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2015, to excise the excess skin and was treated with IV antibiotics. The patient was treated with oral antibiotics on beginning on (B)(6) 2015. The implanted device remains.